Manufacturer narrative:
(B)(4). The device has not yet been received at baxter. A follow-up medwatch report will be submitted if the device is sent back for evaluation or if there is additional information available.

Event description:
The facility representative reported a infusor pump with a condition of "pumps for a few seconds then all the lights come on and pump quits". This condition occurred during biomedical testing. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was due to separated motor. The motor has been replaced. A follow-up report will be submitted if additional information becomes available.